Event description:
The customer reported the device was removed from use during patient care and when reattached there was no air being pressurized and it alarmed due to occlusion. The customer reported there was no patient harm. The manufacturer's service technician confirmed the reported problem but it was not always duplicated. The service technician replaced the blower and motor controller pcb board to address the findings. Failure of the blower in ventilation mode as reported could result in no ventilation during operation.